Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field-serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was repeatedly powering on by itself. This could lead to premature battery depletion and as a result defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.